Event description:
I had to have a revision of a stryker knee that I had put in 2020. The plastic piece in the knee had to be taken out as it was given out and they had to put a new bigger plastic spacer in. This cause severe pain.